Manufacturer narrative:
Section a6: not applicable because no patient contact. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony toric intraocular lens (iol) as the doctor was inspecting the inserter at edge of eye, the doctor noticed that the haptic bent. There was no patient contact. The procedure was successfully completed using the back up lens. No other information was provided.